Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient complained that the burning was now constant and not just during recharging. It was reported that the burning sensation goes away when the patient turns the stimulation off or if it is turned down low. The impedances were found to be within normal ranges. It was noted that therapy coverage was good and appropriate for the patient. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that surgical intervention was scheduled for (B)(6) 2018. The rep stated that the explanted components would be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient felt a heating or burning sensation at the ins site during their recharging sessions. The patient claimed that they could feel the heat every time they recharged. The rep stated that the clinician programmer indicated that the length of the recharging session was ¿1.3 hours, 0.6 hours, 1.0 hours.¿ the patient claimed that they were charging for three hours at a time. The rep reported that there was no evidence of a physical issue like burn marks and the pocket did not look infected. The patient noted that the pocket of the current battery was in a different position than the battery that it replaced. They stated that the current pocket was more medial compared to the last battery, which was more lateral in the abdomen. The rep recommended that the patient charge for shorter durations. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned for analysis.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4) found that the ins was functionally okay with insignificant anomalies. The ins passed functional testing. Due to the reported complaint, a connector block leakage test was performed and normal impedances were observed, indicating there were no electrical leakage paths in the connector area. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a heat test of the ins was performed to determine if the ins generated any heat while recharging. No anomalies were observed. Due to the reported complaint, a test to monitor the temperature of the ins was performed. No anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the cause of the burning sensation had not been determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that the patient was asking that the system be taken out due to the burning sensation at their pocket site while recharging. It was reported that the patient also alluded to some discomfort at their clinic visit on (B)(6) 2018. Patient services reviewed variables that could be leading to issues at the pocket site while recharging. Patient services also reviewed that the rep could look at temperature data from the recharging sessions using the patient¿s recharger. The rep stated that the patient¿s managing doctor thought the patient needed to let their pocket heal further. They rep was unsure when the patient¿s burning symptoms got worse. They were going to meet with the patient to do further troubleshooting. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-jun-06. Technical services stated that when there is fluid ingress to the connections that it can cause constant burning at the implantable neurostimulator (ins) site. There is no way to confirm this other than surgery to close the connections. A surgical consult is scheduled with the doctor on (B)(6) 2018. The constant burning at the ins site has not been resolved. This information was confirmed with the physician. No further complications were reported/are anticipated.